Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and up arrow buttons due to corroded keypad traces. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the b, up, and down arrow buttons on the insulin pump were not working. The customer was unable to use the insulin pump. Customer's blood glucose level was not reported. The device was not returned.